Manufacturer narrative:
Siemens completed the investigation of the reported event. The investigation showed that the fault described in the complaint was due to insufficient cooling fluid in the circuit of the flat panel detector (fd). The low level of the fluid medium created an issue that ultimately resulted in the unavailability of x-rays. Such an issue can only be eliminated by replenishing the coolant which is why our customer service engineer (cse) went on site to investigate the issue. The cse refilled the medium in question but could not detect any other issues. Neither leaking couplings nor other leaks were found. For this reason, the cause of the missing fluid cannot be clarified retrospectively beyond doubt. A check of the database for possible similar issues could not reveal any accumulation of errors. Thus, no approaches to possible corrective measures are possible. The affected fd fluid circuit has been filled up by the local service organization. The error mentioned in the complaint has not again been reported since then. No further action is warranted at this time.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A follow-up report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an error occurred while using the artis zee biplane. During an interventional procedure, the user reports "ias (image acquisition system" is not available." The procedure was continued and finished using an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to investigate of the reported event.